Manufacturer narrative:
A review of the documentation, device history record, quality control, manufacturing instructions, complaint history and specification was conducted during the investigation. A review of visual inspection and functional test was performed. The complaint device was returned for investigation and photos were provided for review. The device was received with the handle in the closed position and the basket formation in the closed position. The collet knob was tight and secure. The mlla (male luer lock adapter) was tight. The pett (polyethylene terephthalate tubing) measures 3.5 cm. No kinks were noted in the basket sheath. A functional test noted the handle does actuate the basket formation. A visual examination noted one of the wires was cut/broken. The wires have the appearance of being caught on something. Product was free from damage (bends, burrs, bubbles, debris, fuzz, kinks, nicks, pits, splits, wrinkles, or excessive discoloration, surface defects or glue). The device history record was reviewed and no non-conformances were noted. Additionally, a search for associated complaints for this failure mode revealed this complaint to be the only reported complaint associated to the complaint lot number. There was no evidence to suggest the product was not manufactured to specifications. Based on the available information, a definitive root cause remains inconclusive at this time. The quality engineering risk assessment for this failure mode was reviewed and it was determined that no additional risk mitigating activity is required at this time. The appropriate personnel will be notified and we will continue to monitor for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The customer reported that although the pre-operative control of the opening and closing of the device was in conformity, during the second extraction the users noticed that a thread of the basket was detached. There was no loss of material inside the patient, according to the operators of the device.